Event description:
It was reported that devices were used during a lower anterior resection. The surgeon was unable to break the breakaway washer when he fired the devices. Surgeon excised the tissue and completed the case with another device. There were no other consequences to the pt.